Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had extensive damage to the modular cable, which was then replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via evaluation. A review of the log files contained data spanning approximately 13 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). All of the captured data appeared to show the modular cable operating as intended. No notable alarms were active in the log files. The heartmate 3 vad modular cable (lot number: 7057298) was returned for analysis. Visual inspection revealed a taped outer polyurethane layer. The tape was removed; a tear in the outer jacket and a damaged strain relief were observed. The modular cable was functionally tested and passed without issue. The mod cable was connected to a mock circulatory loop and the system was able to operate as intended for an extended period of time. The modular cable¿s outer layers were removed where damage was observed. No damage to the underlying wires was found. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.